Event description:
A report was received that the patient underwent a revision due to discomfort at pocket site location. The physician relocated the pocket from the right hip to the right back area. The patient is reportedly doing well following the procedure.